Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose of 17 mg/dl at the time of the incident. The customer experienced symptoms such as a seizure. It is unclear if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer also reported insulin pump physical damage. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via text that prior to his low blood glucose event in december, customer had one alcoholic beverage and did not bolus for cookies he had eaten. The customer can't figure out why this event happened. Customer also mentioned he was sick and unable to keep fluids down. We went over sick day protocol. The customer's blood glucose was unknown during the call.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. Unit passed the delivery accuracy test. Unit was received with broken belt clip rails, scratched case, minor scratched lcd window and pillowing keypad overlay.